Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - cpla-(B)(4)¿ aviva expert meter - system 1, serial number ¿ (B)(4). (B)(6) - cpla-(B)(4)¿ compact plus meter - system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 112 mg/dl on aviva expert meter(system 1) and 213 mg/dl compact plus meter(system 2). No death or serious injury reported. Requested return of suspect device and replacement was sent.